Event description:
It was reported that stent markers detached and remained in the patient. Vascular access was gained via contralateral approach. The 100% stenosed target lesion was location in the severely tortuous and severely calcified superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During deployment, an adjustment was made with the stent and the distal stent markers came off of the stent. There was no attempt made to remove the stent markers from the patient. The entire system was removed in standard fashion. The procedure was completed with another stent. The patient fully recovered.